Event description:
It was reported that an error code was displayed by the device during the user's routine check of the device. There was no pt involvement. The date that the event was observed by the user was not available at the time of this filing, but attempts will be made to obtain this info.